Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Patient demographics requested however not provided.

Event description:
The customer reported that the nurse was accessing a central line upon disconnection of the maxzero, a droplet splashed onto the nurses face. It was reported that the rn had to be monitored for unspecified treatment for the next 6 months due to patients history of (B)(6). There was no indication of patient harm or user harm.